Manufacturer narrative:
Batch review performed on 26 may 2021: lot 1908814: (B)(4) items manufactured and released on 14-nov-2019. Expiration date: 2024-10-29. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Clinical evaluation: insert revision in tka 11 months after primary for joint instability. The insert was exchanged to a thicker one. The developmental instability is a rather commonly described possible complication following tka, because soft tissue may stretch and provide insufficient stability. It is therefore common practice to resort to a thicker insert and recreate soft tissue tension. This is not a problem due to any implant defect or malfunction. A secondary patellar resurfacing should not be considered a failure: sometimes surgeons prefer to postpone patella arthroplasty in order to preserve maximum quantity of bone and reduce trauma, and proceed to treat only in case of intervened arthritis of the patello-femoral joint.

Event description:
Inlay change 11 months after primary from 10mm to 14mm following knee instability. Also, patellar bone has been resurfaced. The surgery was completed successfully.